Event description:
Al-smadi as, ali r, kappel ad, intikhab o, rajah gb, luqman a. Patch technique for primary treatment of type a carotid cavernous fistula: a case series and technical notes. Journal of neuro-ophthalmology: the official journal of the north american neuro-ophthalmology society. May 2023. Doi:10.1097/wno.0000000000001867. Medtronic literature review found a report of patient complications in association with a pipeline. The purpose of this article was to evaluated their experience with flow diverters (fds) as the solo nonadjunctive treatment of type a carotid cavernous fistula (ccf) with severe cortical venous reflux (cvr). The article does not state any technical issues during use of the pipeline. The following intra- or post-procedural outcomes were noted:  - the patient underwent initially coiling of left ica aneurysm and pipeline placement at the time of presentation; however, the patient presented later on with an acute onset of proptosis, diplopia, blurry vision, and frank ccf (type a). Ten days after presentation they performed a flow diverter ¿patch technique¿ with 3 pipeline stents, adding to the first pipeline used by the first operator. There was restoration of anterograde flow and residual slower flow fistula with cavernous filling demonstrated. Follow-up angiogram 4 months later showed a residual ccf; however, significant reduction in the venous opacification was noted since the initial procedure. On follow-up angiogram 1 year later, there was complete resolution of the ccf.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. G2: citation: authors: al-smadi, a. S., ali, r., kappel, a. D., intikhab, o., rajah, g. B., & luqman, a.. Patch technique for primary treatment of type a carotid cavernous fistula: a case series and technical notes. Journal of neuro-ophthalmology: the official journal of the may 2023. Doi:10.1097/wno.0000000000001867. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.